Manufacturer narrative:
Correction: b4/f8: date of this report in the initial MDR is being corrected from blank to 06/21/2021.

Manufacturer narrative:
Additional information added to h3, h6 and h10. H10: the device was evaluated on site, by a qualified technician. During evaluation, the qualified technician noted that the main base roller screw was faulty. The reported condition was verified. The part will be replaced once the part becomes available. A service history review revealed no indication that the parts replaced during servicing caused or contributed to the reported event. Should additional relevant information become available, a supplemental report will be submitted.

Manufacturer narrative:
(B)(6). Should additional relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that during set up, a prismaflex machine was observed to be "inclining forward". There was no patient involvement. No additional information is available.